Event description:
Welch allyn became aware of an incident where a female patient was injured while undergoing an examination when the bottom piece of the kleenspec disposable vaginal speculum broke diagonally along the lower bill. The patient received a laceration to the lateral vaginal wall and required sutures as a result of the injury. The customer did not provide a patient identifier.

Manufacturer narrative:
Welch allyn contacted the complainant for additional information. The complainant stated while lifting the vaginal wall for visualization the bottom bill broke in a jagged, longitudinal line. The vaginal speculum was pulled out by the handle and the broken piece remained. A lateral vaginal wall laceration was caused when the complainant removed the piece that broke off the vaginal speculum. The patient began bleeding and the complainant packed the area and sent her to a gyn for suturing. The complainant did not know the extent of the laceration as she was unable to view it secondary to the bleeding, and had no follow up with the gyn. The patient is reportedly doing fine. The actual device has been returned to welch allyn for evaluation. The complainant also provided welch allyn with a digital photograph of the speculum. Results: vaginal speculum.